Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to 2 low blood glucose on (B)(6) 2018 with blood glucose of below 30 and 20 mg/dl at the time of the incident. The customer was at 259 mg/dl at the time of the call. The customer used carbs and juice to treat. The customer experienced symptoms such as a diabetic coma. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed for the low. The customer also had a high of over 500 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.